Manufacturer narrative:
.

Event description:
It was reported that the patient experienced muscle stimulation and presented in hospital. Upon device interrogation, the right atrial lead exhibited high impedance resulting in polarity switch. The lead was capped and replaced on (B)(6) 2015. The patient's condition was unchanged. No additional information was available.